Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer post-infarct muscular vsd occluder was chosen to close a post myocardial infarction (mi) ventricular septal defect (vsd) pseudoaneurysm utilizing a 10f amplatzer trevisio intravascular delivery system. Heparin was administered, and patient's activated clotting time (act) levels were greater than 250 seconds. During the procedure, fluoroscopy and transesophageal echocardiography were used. The device was deployed once, and the device pulled through the defect from the left ventricle to the right ventricle, possibly causing a larger hole. There were multiple wire exchanges. The device was removed from the patient. Intraprocedural prior to leaving the cath lab, a circumferential pericardial effusion was noted near the right ventricle and left ventricle. A pericardiocentesis was required. The patient received 4 units of blood due to procedural complication and patient's comorbidities. The physician believed that the pericardial effusion was a complication from the procedure. The patient was extubated and reintubated due to respiratory distress. The patient was transitioned to hospice and comfort care. On (B)(6) 2024, the patient later expired due to respiratory failure. The patient passed away due to comorbidities associated with previous mi and existing disease associated with her condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during procedure a pi musc vsd device was deployed once and the device pulled through the defect from the left ventricle to the right ventricle, possibly causing a larger hole. There were multiple wire exchanges. The device was removed from the patient. Also reported that intraprocedural prior to leaving the cath lab, a circumferential pericardial effusion was noted near the right ventricle and left ventricle that required pericardiocentesis and was believed to be from procedural complications. Two days later the patient expired two days post-implant while on hospice and comfort care due to respiratory failure. Reportedly, the patient expired due to comorbidities associated with previous mi and existing disease associated with there condition. The device was not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on medical review performed at abbott, the cause of death is most likely due to the underlying medical condition of the patient which was a post-infarct muscular vsd which was too large to undergo a successful closure using a 24 mm post-infarct muscular vsd occluder. The reported pericardial effusion was possibly related to the procedural complication. The cause of reported respiratory insufficiency could not be conclusively determined. The patient was extubated and reintubated due to respiratory distress. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed due to pericardial effusion and 4 units of blood was transfused due to procedural complication and patient's comorbidities. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer post-infarct muscular vsd occluder was chosen to close a post myocardial infarction (mi) ventricular septal defect (vsd) pseudoaneurysm utilizing a 10f amplatzer trevisio intravascular delivery system. Heparin was administered, and patient's activated clotting time (act) levels were greater than 250 seconds. During the procedure, fluoroscopy and transesophageal echocardiography were used. The device was deployed once, and the device pulled through the defect from the left ventricle to the right ventricle, possibly causing a larger hole. There were multiple wire exchanges. The device was removed from the patient. Intraprocedural prior to leaving the cath lab, a circumferential pericardial effusion was noted near the right ventricle and left ventricle. A pericardiocentesis was required. The patient received 4 units of blood. The physician believed that the pericardial effusion was a complication from the procedure. The patient status was reported as stable and intubated.